Event description:
It was reported that the patient had some issues with brady episodes while the device was in the managed ventricular pacing pacing mode. The reporter thought this could be caused by oversensing on the ventricular channel. The physician decided to upgrade the patient to a crt device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.